Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
Stryker received a medwatch report that stated the customer's device failed to deliver a shock in time. As a result, defibrillation therapy may have been delayed or unavailable, if needed. No additional event information was provided. No reporter information was provided to allow for follow up. There was no report of patient use associated with the reported event.